Event description:
A user facility reported to olympus that the unit was "faulty" and upon return of the device to olympus, suggested to check the image. There was no patient injury, associated with the problem, reported to olympus. Additional information was requested from the reporter as to the specific problem(s), however, no additional information was provided.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found a noisy image was produced; lines appeared intermittently when the cable was manipulated. In addition, internal signs of twisted wires was noted for the cable. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a noisy image most likely due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.